Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in-clinic for routine office visit. The right ventricular lead exhibited high lead impedance. The lead was capped and replaced on (B)(6) 2018. The patient's condition post procedure was stable.

Manufacturer narrative:
UDI number should be (B)(4); not blank. Address line should be (B)(6); not blank.